Manufacturer narrative:
E1 initial reporter facility name -(B)(6).

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When a farawave catheter was inserted into the faradrive steerable sheath clear in left atrium and aspiration was performed, continuous air ingress occurred. A failure of the hemostasis valve of the faradrive steerable sheath clear was suspected. The procedure was completed using different faradrive steerable sheath clear. No patient complication occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When a farawave catheter was inserted into the faradrive steerable sheath clear in left atrium and aspiration was performed, continuous air ingress occurred. A failure of the hemostasis valve of the faradrive steerable sheath clear was suspected. The procedure was completed using different faradrive steerable sheath clear. No patient complication occurred. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
E1 initial reporter facility name -(B)(6). H3 device evaluated by MFR:analysis of the returned sheath identified a tear in the external valve that compromised the valves ability to maintain a seal for pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.